Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced pericardial effusion. During an atrial fibrillation ablation procedure, a farawave catheter was selected for use. After ablations were complete, a pericardial effusion was noticed. Pericardiocentesis was performed. The patient is expected to fully recover from the event. Deployment issues were also reported with the catheter, and as a means of troubleshooting, the physician exercised the catheter and flexed the splines. The catheter is not expected to return for analysis as it was disposed.